Manufacturer narrative:
Catalog number 50000lts (locking cap, single unit) was also referenced, it is unk which, if any, of the devices may have caused or contributed to the event.

Event description:
It was reported, "morbidly obese female had spinal fusion earlier this year after diagnosis of osteomyelitis; and a pathological fracture at t7 resulting inparaplegia. At the time of the fusion bone was noted to be osteoporotic. She then developed a post-op wound infection and pulmonary embolus (pt remained bed bound). CT scan revealed loosening of thoracic screws and rods. Thoracic spine wound exploration done, all 8 of the locking caps on the pedicle screws were noted to be loosened. The rod on the right side had completely pulled out of the superior pedicle screw. Suspect that the hardware loosening was due to micro movements related to a combination of obesity, immobility, osteoporosis and osteomyelitis".